Event description:
It was reported that the patient had an infection in the neurostimulator pocket. (B)(6) was identified from a culture. The patient was placed on antibiotics. The patient was told to follow up in 2 weeks. Additional information from the patient's physician was requested. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products continued: lead model 3093-33 lot: v856682 implanted: (B)(6) 2012 explanted: na. Programmer model 3037 serial (B)(4).